Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump experienced malfunction alarm with code 12, and no unusual events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, and confirmed that malfunction did not recur, and customer was advised to continue using pump and to call back if problem returned.